Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin delivery to address occlusion. Customer's blood glucose was 300-396 mg/dl and customer was vomiting. A correction bolus was delivered to address bg. Pump system check with tandem technical support found the pump to be functioning properly. Customer declined to remove infusion set site for inspection at the time of the report. Although multiple attempts were made by tandem technical support to confirm customer resolved elevated bg, customer did not reply.